Event description:
Event description guidant received information that this pacemaker was intermittently experiencing pacing below the lower rate limit and prolonged a-v delays. A guidant technical services consultant recommended performing a hex dump because the patient has been symptomatic which may be related to the pauses in pacing. It was also noted that the patient has atrial tachycardia.